Event description:
It was reported that a spectrum pump alarmed constantly upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem of "constant upstream occlusion alarms when none present," was not reproduced. A review of the event history log (ehl) revealed multiple "upstream occlusion!" Alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be the door hooks out of specification. The door hooks require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.